Manufacturer narrative:
Further investigation confirmed the reported "failure to start" issue. The manufacturer's international service technician reports that the repair has not yet been completed and that the unit is still kept at international service center. The pm board was shipped to the u.s. For further investigation (fi). The pm pcba was received at the fi laboratory (B)(6) 2018 and further investigation corroborated the manufacturer¿s international service technician's diagnosis of the ¿unit cannot be powered on¿.the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The shorted q18 and d7 on the power management pcba prevented the ventilator to power on.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit could not be powered on. There was no patient involvement.